Manufacturer narrative:
During the operation process, when using a precise pro 8mm x 30mm rapid exchange (rx) self-expanding stent delivery system; the stent cannot be released. Therefore, the device was withdrawn. The device was intended to be used for a carotid stent implantation. Per visual analysis, the stent of the unit was received deployed approximately 11 mm. The device was stored in the cath lab at room temperature, for one month. The product was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting the device into the patient. There was no damage to the device noticed prior to opening the package. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. There was no difficulty removing the device from the sterile packaging. There was stenosis at the origin of internal carotid artery. The lesion was not calcified, with no vessel tortuosity. There was ninety percent stenosis. The device was not used for a chronic total occlusion. The procedure was completed by using another stent. There was no reported patient injury. The device was returned for analysis. One non-sterile precise pro rx 8x30 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, the stent of the unit was received deployed approximately 11 mm. A kink was observed on the body/shaft of the unit approximately at 11 cm from the strain relief. No other anomalies were observed. Per dimensional analysis, usable and outer sheath length of unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test was performed successfully on the unit; neither resistance nor any anomalies were observed while deploying the stent. No damages were observed on the stent. A product history record (phr) review of lot 17949019 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ was confirmed since the stent of the unit was received deployed approximately 11 mm. However, the stent was successfully deployed from the unit, during deployment test. No damages were observed on the stent. Also, the body/shaft of the unit was observed kinked. Per the observed damage condition of the unit, as received, it could be suggested that procedural factors and/or handling factors such as the user¿s interaction with the device and vessel characteristics (ninety percent stenosis) may have contributed to the reported event as well as the kinked condition noted on the product analysis. However, the cause of the kinked body/shaft and the partially deployed stent as received could not be conclusively determined during the analysis. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
During the operation process, when using an 8mm x 30mm precise pro rapid exchange (rx) self-expanding stent delivery system; the stent cannot be released. Therefore, the device was withdrawn. There was no reported patient injury. The device was intended to be used for a carotid stent implantation. Per visual analysis, the stent of the unit was received deployed approximately 11 mm the device was stored in the cath lab at room temperature, for one month. The product was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting the device into the patient. There was no damage to the device noticed prior to opening the package. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. There was no difficulty removing the device from the sterile packaging. There was stenosis at the origin of internal carotid artery. The lesion was not calcified, with no vessel tortuosity. There was ninety percent stenosis. The device was not used for a chronic total occlusion. The procedure was completed by using another stent. The device will be returned for evaluation.